Event description:
Description of the original complaint: during a c6/7 acdf internal cervical discectomy fusion procedure, the patient was intubated with the xomed emg endotracheal tube by the anesthesiologist and the placement was confirmed. Shortly after intubation, the patient became difficult to ventilate, o2 saturation began dropping, and tidal volume dropped greatly. At that time, the et tube was removed and patient was ventilated via bag mask and chest compressions were started due to drop in heart rate and bp. The patient was reintubated immediately with a standard et tube. Once the standard tube was placed, proper ventilation was achieved with good o2 saturation and improved hr and bp. Relevant events and information obtained for the reported case: the patient was discharged after one day post-op without further complications. It was reported that the patient has no pre-existing airway/respiratory conditions. The product is in possession of the hospital at this time and will be returned to medtronic when the facility's internal investigation is complete. The facility also reported a separate similar event with the medtronic xomed emg et tube, which will be filed as a separate MDR event.

Manufacturer narrative:
Medwatch# (B)(4) was sent to FDA by the facility, but shows (B)(4) in error, which could not be changed in the medtronic data system. The facility reported that medwatch# (B)(4) was sent to FDA. A review of the FDA maude database did not show this medwatch. The product was being used for treatment and not for diagnosis.